Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedances. Currently the impedance value is unknown. Additionally, noise was observed on stored electrocardiograms. In clinic assessment was recommended to review the atrial lead. No adverse patient effects were reported. This lead remains implanted and in service. Additional information: further details were provided from the field representative, indicating that the ra lead remains programmed bipolar with stable data since. The most recent impedance value is 869 ohms. There is a note on the patients in office check that provocative testing did not result in any noise when programmed bipolar. Routine clinic review has been scheduled with latitude remote monitoring.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedances. Currently the impedance value is unknown. Additionally, noise was observed on stored electrocardiograms. In clinic assessment was recommended to review the atrial lead. No adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedances. Currently the impedance value is unknown. Additionally, noise was observed on stored electrocardiograms. In clinic assessment was recommended to review the atrial lead. No adverse patient effects were reported. This lead remains implanted and in service. Received additional information the ra lead exhibited an out-of-range pacing impedance measurement. The lead trend data shows an atrial impedance measurement of less than 200 ohms recorded last week. It was noted there was no evidence of a loss of capture (loc) or noise on the atrial lead. Further review in-clinic was recommended. At this time, the lead remains in service. No adverse patient effects were reported.